Event description:
Medtronic provided the following information: it was reported that during use of the sphere 9 catheter, arrhythmia and ventricular fibrillation occurred, which was attributed to radiofrequency (rf) energy at the valve. The case was completed without the need for medical or surgical intervention to prevent permanent impairment. No further patient complications have been reported as a result of this event. The biotronik serial number could not be obtained. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.